Manufacturer narrative:
Evaluation of the device at the manufacturer's service center determined that the device's software needed to be re-loaded to address the issue.

Event description:
The manufacturer received information alleging the ventilator does not self cancel the 100% oxygen feature. There was no harm or injury reported.